Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the hospital for an unrelated event. The device exhibited post-paced t-wave oversensing on a real-time egm. Programming changes were made and further testing was recommended.